Manufacturer narrative:
Additional information was received and indicated the impella pump placed for support was explanted. The patient was successfully weaned and reported to have survived at the time of explant. Section d6b has been updated accordingly. Further information confirmed the patient's weight (93.0 kg) as initially reported.

Manufacturer narrative:
Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the retrograde pump flow could not be determined. The cause of the placement signal issue could not be determined.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The patients arterial line was in the 80¿s before, during and after impella 5.5 direct aortic insertion. Placement signal read in the 150-170¿s initially. The chest was closed and the patient was taken to the intensive care unit (ICU) at 03:00ish. Once in the ICU, ¿retrograde flow¿ alarm became active and placement signal in the 180¿s with a drop in flows. The surgeon repositioned the pump which temporarily fixed the alarm problem but not the placement signal. Constant retrograde flows occurred a while later and the pump was repositioned at 10:00 with no further ¿retrograde flow¿ alarms. Placement signal and the left ventricle was in the 200¿s, arterial line pressures were verified with nbp in the 80¿s. The transesophageal echocardiogram showed outlet was not in graft. The patient's outcome was stable. Additional information was received. The pump is still inserted with plans to remove it. The pump is no longer alarming "retrograde flow" erroneously. The ao was adjusted so that it is closer to the arterial line pressure so the issue was resolved as well.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.